Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique, (tensioning angle not coaxial) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, two sutures were successfully pre-placed. However, while using forceps to remove slack of the first suture, a suture break occurred. A new prostyle device was pre-placed. The sheath was upsized to 14f and the procedure was completed. Hemostasis was achieved via the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.